Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported partial deployment was confirmed. The difficulty deploying was not confirmed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that a definitive cause for the reported deployment difficulty could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. (B)(4).

Event description:
Revised event description: it was reported that the procedure was to treat a de novo lesion located in the heavily calcified, mildly tortuous, 100% totally occluded, distal superficial femoral artery. After unlocking the system lock an attempt was made to advance the thumb slide. Resistance was felt and it was observed that fully advancing of the thumb slide had no effect to the stent. After two attempts were made, the stent could be seen a outside the sheath about 0.5-1 cm. Resistance was felt with the thumb advancer again showing no effect to the stent. As a bail out situation, the deployment lock was unlocked and the thumb slide advanced, with no reaction to the stent. The deployment lock was locked and an additional 0.5-1 cm of the stent was outside the sheath. The decision was made to pull the complete system after retracting the thumb slide and rotating the system lock into the locked position. The delivery system went easily through the 6f sheath. A new supera stent was used through the same introducer and was used successfully with a good result. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, mildly tortuous, 100% totally occluded, distal superficial femoral artery. After unlocking the deployment lock an attempt was made to advance the thumb slide. Resistance was felt and it was observed that fully advancing of the thumb slide had no effect to the stent. After two attempts were made, the stent could be seen a outside the sheath about 0.5-1 cm. Resistance was felt with the thumb advancer again showing no effect to the stent. As a bail out situation, the system lock was unlocked and the thumb slide advanced, also with no reaction to the stent. The system lock was locked and an additional 0.5-1 cm of the stent was outside the sheath. And went forward with the thumb slide, also with no reaction to the stent. The decision was made to pull the complete system after retracting the thumb slide and rotating the system lock into the locked position. The delivery system went easily through the 6f sheath. A new supera stent was used through the same introducer and was used successfully with a good result. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.